Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited increasing shock impedance measurements, including out of range measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system will continue to be monitored at this time as the high shock impedance measurements are believed to be due to the lead being single coil configuration. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.